Event description:
It was reported that the patient received an alert for elevated high voltage lead impedance value on the svc to can vector. Induction test and fluoroscopic imaging revealed normal results. In the next office visit, the physician decided to switch vector configuration to rv to can and programmed the svc off. Defibrillation threshold testing was successful and the hvli measurements were stable for that program. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.